Event description:
It was reported to boston scientific corporation that a celebrity cytology brush was used in a bronchoscopy procedure performed on (B)(6) 2025. During the procedure, when they pulled the brush out of the scope the internal wire stayed in the scope and the patient. A photo of the device was provided showing the working length detached. The brush was removed by pulling the wire sticking out of the scope. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of working length detached. Block h11: the device was not returned for analysis. However, media analysis was performed on the picture provided, and it was observed that the working length was detached and the device is in a plastic bag. Based on all available information, the most probable cause of the reported issue of working length detachment of device or device component cannot be established due to lack of evidence. The product was not returned for analysis to identify any defect with the device. The customer provided a picture where it can be observed the working length detached and the device in a plastic bag; however, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Therefore, the most probable root cause cannot be established.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of working length detached.

Event description:
It was reported to boston scientific corporation that a cellebrity cytology brush was used in a bronchoscopy procedure performed on (B)(6) 2025. During the procedure, when they pulled the brush out of the scope, the internal wire stayed in the scope and the patient. A photo of the device was provided showing the working length was detached. The brush was removed by pulling the wire sticking out of the scope. There were no patient complications as a result of this event.